Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed high pressure test. Customer¿s blood glucose level was 590 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to backup plan. The insulin pump will not be returned for analysis.